Event description:
The device was implanted in 2001. In 2002, the international distributor informed the MFR's representative of the following: the patient was getting an intermittent yellow wrench (lo bus number 1) alarm after falling out of bed and landing on the perc lead. In 2002, an x-ray was taken of the perc lead that identified a potential break. The perc lead was going to be splinted by the hospital to limit the alarm conditions. The MFR's evaluation of the x-rays confirmed some sort of kink. Nine days later, the MFR's technical support person presented at the facility, a continuity check of the perc lead confirmed the reported lo bus #1 error. The patient was taken to the or where the surgeon exteriorized a 4" portion of the perc lead. The MFR's technical support person then performed a routine repair of the perc lead. The patient was stable at the end of the procedure and no technical difficulties were encountered.